Event description:
Same pt as 6000093-2007-01182, -01183, -01184. It was reported that following a coronary artery stenting procedure, the patient experienced unstable angina and target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction (mi). The lesions treated in the index procedure were reported in the mid right coronary artery (mid rca), and the distal right coronary artery (dist rca). The size of the lesions were not reported at this time. However, the lesions were neither tortuous or calcified. The actual placement of the stents used during the procedure are unknown at this time. The stent sizes used were 3.0x8, 3.0x32, 2.25x12 and 2.50x24 (all express 2 stents). The patient was discharged five days later on toprol, aspirin, plavix and iron. At 246 days after a coronary drug eluting stenting treatment procedure, the patient presented to the cardiac catheterization laboratory with chest pain. This was determined to be unstable angina and significant instent restenosis of the rca. The patient was admitted to the hospital. The patient was administered IV nitroglycerin and IV heparin to treat the angina. The cardiac markers were negative. The patient was scheduled for a percutaneous coronary intervention (pci) four days later. However, there was a drop in hemoglobin from 11.8 to 8.5 and noted right lower quadrant tenderness. A computed tomography (cat) scan showed retroperitoneal hematoma. The patient was transfused with one pint of blood. Plavix and heparin were discontinued. The patient was discharged four days later and will return for pci in seventeen days. In the opinion of the physician, the event was classified as coronary artery disease, in-stent restenosis of the rca. The physician further noted that the event was possibly related to the study device. At 264 days after the index procedure, the patient underwent pci for in-stent restenosis of the distal and mid rca. The patient was discharged the next day. In the opinion of the physician, the event was possibly related to the study device.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device was not returned; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.